Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-3600 batch 15061330 with a disassembled fibertak¿. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to user-related factors such as misaligned insertion or improper bone preparation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/19/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-3600 fibertak anchor came out of the hole drilled for its insertion. This was discovered during a procedure with no reported patient harm. The case was completed using a suturetak anchor.